Event description:
The patient had a bedside swan-ganz catheter placed for reasons unrelated to the cardiomems device. Sensor pressure readings were compared to the pressures obtained from the swan and the sensor was recalibrated. The sensor baseline was increased by 19.1 mmhg.